Event description:
Fourteen treatments were performed on a complete total occlusion (cto), mid right coronary artery (rca) lesion. The viperwire advance guide wire was removed, and the procedure continued with balloon angioplasty and stent placement. The physician re-inserted the viperwire to use it as a buddy wire and proceeded to perform multiple inflations near the transition point of the viperwire. Upon removal of the viperwire, the radio opaque portion was fractured off. The physician was unable to snare the fractured tip, and the tip remained in vivo. Due to a prolonged procedure time, an additional surgery was scheduled and performed two days later. The physician was able to place a stent to entrap the wire against the intimal wall of the artery.

Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).